Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. The returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1483915, #1483914, #1484941 and #1484626). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a reciprocal blue file broke during use. The event outcome of the event is unknown as of this MDR evaluation.